Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) procedure. During surgery, the balloon did not inflate. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: there were no punctures or damaged to the 3 ibt. Two were able to inflate with a sample syringe and maintain a 150+ psi level and one was not able to inflate at all. It appeared to be clogged/jammed keeping the balloon from inflating. Given the condition of the returned items the root cause is undetermined. If information is provided in the future, a supplemental report will be issued.